Event description:
It was reported that the patient was seen in clinic at which time it was observed that this inflatable penile prosthesis (ipp) would not inflate completely. A revision procedure is planned on a future date. No further information is available at this time. Additional information was received indicating a revision procedure was performed during which all components of the implanted device were removed and replaced with a new ipp. There were no patient complications. The explanted components are expected for return.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of incomplete inflation was not confirmed via product analysis. The ams700 device was visually inspected and functionally tested. No leak was found. Both cylinders and pump performed within specifications. The product record review indicated that the product met all in-process specifications prior to leaving bsc and the reported events do not represent a new or unanticipated event. The investigation conclusion code of no problem detected was chosen because the device complaint or issue could not be confirmed. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required. If further information is received at a later date, the product investigation will be reopened to address the additional information. D4: model number: 720185-01. Lot number: 1000219908. Model description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient was seen in clinic at which time it was observed that this inflatable penile prosthesis (ipp) would not inflate completely. A revision procedure is planned on a future date. No further information is available at this time. Additional information was received indicating a revision procedure was performed during which all components of the implanted device were removed and replaced with a new ipp. There were no patient complications. The explanted components are expected for return.

Event description:
It was reported that the patient was seen in clinic at which time it was observed that this inflatable penile prosthesis (ipp) would not inflate completely. A revision procedure is planned on a future date. No further information is available at this time. A supplemental report will be submitted as additional information becomes available.